Event description:
A user facility biomedical technician (biomed) reported to fresenius that the power button on an aquabplus reverse osmosis (ro) system was "burnt out." The issue was identified during machine repair after the ro system would not enter emergency mode. Additional information was provided during follow-up. The power button was burned and the connected cables and fittings had melted. The reported issue was discovered when the ro was on standby and the patient care technician (pct) went to power on the machine. The biomed stated that there was no burning smell or indication of open flame identified. No codes were displayed. There was no patient involvement nor personal harm to anyone as a result of this issue. The suspected cause of the thermal damage is an electrical shortage. It was confirmed the ro system is plugged into its own power supply. There was no blown fuse identified in the local power supply nor were there any local power grid issues on or around the reported event date. The power button and cables were replaced to resolve the issue. The machine has been returned to service. A sample is not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: a photograph was provided to the manufacturer for evaluation and used to confirm the reported issue. The thermal damage occurred on the l1 cable lug, attached to its contact pin at the motor protection switch. The failure pattern is the result of poor electrical contact. This is a known issue. Corrective actions were defined and implemented. The design of the crimped cable lug was changed. The affected device was built before the implementation of the CAPA and was still equipped with the old design of the crimped cable lugs at time of the failure. A review of the service history of this system indicates that the replacement of the wiring with the new available design was already recommended. This recommendation was not considered according to the photograph provided. The cable lug at l1 was therefore already overheated. The bad contact resulted in a too high contact resistance and thermal power loss, which resulted in the reported thermal damage on the cable lug l1. According to the provided information, the motor protection switch was replaced to resolve this issue. A review of similar complaints and the device history record are not required.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported to fresenius that the power button on an aquabplus reverse osmosis (ro) system was "burnt out." The issue was identified during machine repair after the ro system would not enter emergency mode. Additional information was provided during follow-up. The power button was burned and the connected cables and fittings had melted. The reported issue was discovered when the ro was on standby and the patient care technician (pct) went to power on the machine. The biomed stated that there was no burning smell or indication of open flame identified. No codes were displayed. There was no patient involvement nor personal harm to anyone as a result of this issue. The suspected cause of the thermal damage is an electrical shortage. It was confirmed the ro system is plugged into its own power supply. There was no blown fuse identified in the local power supply nor were there any local power grid issues on or around the reported event date. The power button and cables were replaced to resolve the issue. The machine has been returned to service. A sample is not available to be returned to the manufacturer for physical evaluation.